Event description:
It was reported that a smiths medical pump does not give occlusion error. No adverse patient effects were reported.

Manufacturer narrative:
Additional information added to h6 and h10. This MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. When a cassette was attached and the pump was started it alarmed for cassette not attached properly. During investigation, found downstream occlusion sensor was contaminated.the root cause of the reported issue was found to be the downstream occlusion sensor was contaminated actions were taken to mitigate the reported issue: replaced the downstream occlusion sensor.